Manufacturer narrative:
(B)(4). The device was serviced on-site by a service technician. A service history review revealed a previous service event for battery low exists but this event did not contribute to the current report. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of battery low alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be a blown fuse. To correct the condition, the fuse and the main battery were replaced. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had a battery low alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If any additional relevant information is received, a follow up MDR will be sent.